Manufacturer narrative:
H10: h2: additional information on a2, d8 and d9. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was received outside of original packaging. The distal tip of the needle was broken from the shaft. The anchors and suture were returned with the device. The anchors were detached from the needle and the suture was cut. The needle tip above the break shows a significant bend. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on e2 and h6 (health effect -clinical code and impact code).

Event description:
It was reported that during a meniscus repair surgery, the needle of the ultra fastfix broke and leave t1 and t2 exposed. Implants were not implanted on the patient. All pieces were removed from the patient with tweezers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.